Manufacturer narrative:
Concomitant medical products: unknown alloclassic cup, ref# unknown, lot# unknown. The following report is associated with this event: 0009613350-2018-00409 . The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent initial hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to unknown reason.

Manufacturer narrative:
Correction: date of report, PMA/510k, PMA/510k, if follow-up, what type this product has been voided, please disregard this medwatch report. The case (B)(4) is further reported under MFR 0009613350-2018-00409.

Event description:
This product has been voided, please disregard this medwatch report. The case (B)(4) is further reported under MFR 0009613350-2018-00409.